Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that this device was explanted for normal battery depletion.

Event description:
Boston scientific received information that during a recent device check up, the battery status showed 3.5 years remaining. The prior device check less than a year ago stated greater than 5 years remaining. There is concern that the device may be depleting prematurely. No adverse patient effects were reported.